Event description:
Lead dislodgement was reported. Lead currently remains implanted. Should additional information be received, this report will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.